Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 26 mmol/l. Customer treated high blood glucose with the manual injection. Customer had nausea and headache, is urinating frequently and has ketones in her urine and blood. Performed the displacement test and pump alarmed 'no reservoir". Performed the high pressure test and got the "insulin flow blocked" alarm. Performed self-test and was passed. Customer was unable to troubleshoot reservoir as this is a past event. The device will not be returned for analysis.